Manufacturer narrative:
The baxter technician found the pivot block was broken and needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 25, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. The brake function requires user interaction to be latched or unlatched; therefore, if the end user is unable to lock the caster, this would be obvious to the end user as they would visibly see the pedal would not engage and prevent the bed from moving. The pivot block holds up the tube in which the brake steer pedal is contained. If the pivot block is broken, there would be no resistance when applying the brake pedal on the stretcher. Based on the zero resistance feedback to the user that indicates the brakes are not set. This would be unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. The technician replaced the pivot block to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.